Event description:
The implant failed due to poor bone condition. The implant was placed at # 46 and removed after 7 mos. Traditional 2 stage surgery. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt. See scanned pages.